Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) system was non-functioning and had not worked for a while, per the patient¿s managing healthcare provider (hcp). It was unknown when the device stopped working. It was noted that MRI compatibility guidelines were requested and they were advised that the patient was only eligible for the head area, per the guidelines. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.